Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose event. The paramedics were called to residence. Before bed, customer ate two glucose tablets. The blood glucose reading was 79 mg/dl. Later that evening, her husband called the paramedics, the blood glucose reading dropped to 59 mg/dl. Customer was given a glucagon shot. Customer was incoherent. Customer refused to go to the hospital. Nothing further reported.